Event description:
During surgery, one of the tabs sheared off the distal reamer extension.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. It was reported the tab broke outside of it being it use, it happened on the back table when putting the 2 pieces together. A search of the complaints databases has identified a trend of this issue prior to design change, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. Eco432435 was implemented on (B)(4) 2013 to improve the fatigue strength of the reamer connection tabs. It is not known if the reported instrument was manufactured post or prior to the improved design. The investigation can drawn on conclusions with the information provided. Monitor through trend analysis per sep-419. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.